Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported, "the patient had 3 hip dislocations due to poly wear. The surgeon revised the poly and the head for the right hip."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a duration liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported, "the patient had 3 hip dislocations due to poly wear. The surgeon revised the poly and the head for the right hip."